Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on unknown type and sample swabs. It is unknown if repeat testing was performed. Confirmation testing was performed with rt-pcr testing and generated negative results ;CT values not provided. The customer reported igg serology testing was also performed on the patient samples and generated borderline negative results. It was also reported some of the patients were diagnosed as positive for covid-19 three months ago. No additional patient information, including treatment and outcome, will be provided per the customer.